Manufacturer narrative:
The act and up buttons on the insulin pump were unresponsive due to corroded keypad traces. Operating current test was not performed and battery out limit wasn't verified due keypad anomaly. No unexpected numbers ramping/scrolling during testing. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, she was attempting to use the bolus wizard and when she entered her carbohydrates the number kept scrolling. She changed the battery and the device alarmed battery out limit and was unable to clear it. Customer's blood glucose was 125 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues but did state he was at the beach but didn't go in the water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.